Event description:
A hemodialysis nurse has reported an internal blood leak on a f6 dialyzer during a pediatric hemodialysis treatment. The machine alarmed and the leak was visually observed. The estimated blood loss was approx 150 cc's. The dialyzer was replaced and primed and hemodialysis treatment was restarted without complication. The pt remained stable, requiring no medical intervention. There is no sample available for eval.

Manufacturer narrative:
(B)(4). The device was not returned to the MFR for physical eval, however, a paper investigation was conducted by the MFR. There were no deviations or nonconformance during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.